Manufacturer narrative:
Device evaluation summary: the analog interface printed circuit board (ai pcb) was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The ai pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test (post) generating a ventilator inoperative condition. The fault was isolated to a 97 ohm short circuit across capacitor reference designator c104. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an error code zb0086 (initial loss of bd communication) the unit can't be restarted. The ventilator was not on a patient at the time of the event. The service engineer (se) verified the malfunction and replaced the analog interface (ai) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.